Event description:
The patient came in 1 month and half after the primary surgery reporting instability due to laxity. The surgeon revised the 11mm poly with a 17mm poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 december 2021: lot 181885: (B)(4) items manufactured and released on 18-jun-2018. Expiration date: 2023-05-29. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported events.